Event description:
On (B)(4) 2012, it was reported that since (B)(6) 2012 the pt has had to change the batteries in his infusion device five times. The pt stated that the device does not display a warning or error before the battery lifetime ends. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The complaint can be verified. The insulin pump's electronic compartment was visually inspected. The acid of the supercap leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and heat generation can be possible. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. All errors and alerts are triggered correctly by the pump.